Event description:
(B)(6). It was reported that aortic valve thrombus occurred. Procedure summary: the patient presented for a transcatheter aortic valve replacement (tavr) procedure. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin at the time of index procedure. The patient received a loading dose of 300 mg of clopidogrel. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was performed. The native aortic valve was treated with deployment of a 25mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use (dfu). Retrieval was not attempted. Post procedure/discharge transthoracic echocardiogram revealed aortic valve area to be 1.67 cm2, mean aortic pressure gradient 8 mmhg and left ventricular ejection fraction 65%. No aortic regurgitation was noted. The patient was discharged on aspirin and clopidogrel. Post procedure event summary: 335 days post index procedure, the patient presented for a protocol scheduled 12-month follow up during which transthoracic echocardiogram (tte) revealed aortic valve area of 0.62 cm2 with an elevated mean aortic pressure gradient of 36 mmhg. Left ventricular ejection fraction (lvef) was 55% and no aortic regurgitation was noted. Aortic valve was not well visualized, and computed tomography (CT) was recommended for further investigation. 351 days post index procedure, cardiac CT scan revealed hypo-attenuating leaflet thrombosis involving all leaflets of bioprosthetic aortic valve. The extent of involvement was >75% on 2 leaflets and 50-75% on the third leaflet. The leaflet motion was severely restricted due to the thrombosis. The patient was diagnosed with valve thrombosis. At the time of the event, the patient was on aspirin which was discontinued; coumadin was started with recommendations to monitor inr and maintain it within 2-3. At the time of reporting, the event was considered not recovered/not resolved.